Manufacturer narrative:
The reported event that the v-setscrew could not be untightened to remove the lead from the header was confirmed. Analysis revealed the v-setscrew had been stripped by the user/physician preventing it from being untightened in the hospital. The setscrew was found partially stripped due to incorrect wrench insertion by the user/physician. In lab analysis the setscrew could be untightened with correct and full insertion of the torque wrench into the inset of the setscrew. With the setscrew untightened the stuck lead could be removed out of the connector with normal force. The stripped setscrew was the result of incorrect wrench insertions into the setscrew by the user/physician.

Event description:
It was reported that the patient presented to the hospital for a pacemaker (pm) implant. During the procedure, while connecting the right ventricular (rv) lead to the pm, no clicking sound was noted. The physician was unable to remove the lead and decided to cut it. Both the rv lead and pm were not used and were replaced with a different lead and pm. The patient's condition remained stable.